Event description:
A male had osteoarthritis of the knee and underwent injections of left knee joint with sodium hyaluronidate (supartz) five times in 2008. The recalled fever to 102f, sweats and chills. The day following fifth knee injections , he suddenly developed vertigo, imbalance and falling that persisted there after to time of this report. Dose: unk. Frequency: 5 times. Route: injection. Dates of use: 2008. Diagnosis: osteoarthritis. Event abated after uses stopped: no.